Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while plugged in to an alternating current (ac) power source, a 980 ventilator generated a constant alarm. Reportedly, the ventilator had not been turned on with the main power switch at the time of the alarm. Customer stated that the ventilator would not turn on or off, and did not stop alarming until it was removed from the ac power source. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue; however, was not able to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.